Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from march 04, 2018 - march 05, 2018. H10: the actual sample was received for evaluation. I visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap form the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-09/06/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.